Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received failed self test alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that the alarm was recurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.